Manufacturer narrative:
The device remains implanted. A review of the lot device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. Based on the available information, the root cause of this event could not be determined. Bausch + lomb will continue to monitor for similar occurrences.

Event description:
It was reported that after implantation of an intraocular lens (iol) into the left eye (os), the patient complained of pain and blurry vision, which progressed day 2. Slit lamp findings on post-op day 2 were corneal edema 4+, c/s injection 4+, ac cell 3+, vitreous haze, vitreous cells 3+, and vitritis 2+. The patient's best corrected distance visual acuity (bcdva) decreased from 20/30+ (pre-op) to hand motion. Based on the findings, it was presumed to be early staph endophthalmitis. An intravitreal tap/culture was performed & injections of ceftazidime, vancomycin and dexamethasone were administered. Results of the culture were negative. The patient outcome is good. According to the doctor, the most likely cause of the event is toxic anterior segment syndrome. Medications prescribed for use at home post-operatively: pred forte q1h daytime for 1 week vigamox qid. Prolensa (directed to discontinue use (B)(6) 2024). Lotemax (directed to discontinue use (B)(6) 2024).

Manufacturer narrative:
Additional information: b5, g2, g3, h2, h11.

Event description:
Additional information was received indicating that approximately seven weeks prior to implantation of the iol into the left eye, the patient had the same model lens implanted into the right eye and did not have any complications. The patient had pre-existing ocular conditions of pseudoexfoliation syndrome (pxf) and small pupil in the left eye.